Manufacturer narrative:
(B)(4).

Event description:
The customer reports: "the passage of the guide through the catheter is carried out without difficulty, when removing the catheter and starting the insertion of a dilator through the guide, difficulty is observed for the passage twice. When removing the dilator, it is observed that it is folded in half."

Event description:
The customer reports: "the passage of the guide through the catheter is carried out without difficulty, when removing the catheter and starting the insertion of a dilator through the guide, difficulty is observed for the passage twice. When removing the dilator, it is observed that it is folded in half".

Manufacturer narrative:
Qn#(B)(4). The customer returned one PICC kit with catheter, syringe, peel-away sheath, and two dilators. Since the kit is only supposed to contain one catheter, the undamaged one will be treated as a representative sample. Visual examination of the dilator revealed one bend near the middle of the body, no other defects or deformities were observed. Signs of use in the form of biological material were present on all other components of the kit. The kink in the dilator was located at 3.375" from the distal end. The length of the catheter body measured 5.875" which is within specifications of 5.75"-6.00" per dilator product drawing. The outer diameter measured 0.0720" which is within specifications of 0.071"-0.073" per dilator extrusion drawing. The inner diameter measured larger than 0.038" but less than 0.042" which is within specifications of 0.038"-0.042" per dilator extrusion drawing. A lab inventory 0.018" diameter swg was inserted into the dilator and got stuck at the bend. It was found that there was dried blood clogged in the bend. Once this was flushed, the swg passed through with minimal resistance. This is the same diameter swg that is supplied in the returned set pr-05052. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with this kit precautions the user, "do not withdraw dilator until the sheath is well within the vessel to minimize the risk of damage to sheath tip. Sufficient guide-wire length must remain exposed at hub end of sheath to maintain a firm grip on guide-wire". The report of a bent dilator was confirmed through complaint investigation of the returned sample. The dilator body was clearly bent at approximately the center of the body. After being flushed, the dilator met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.